Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. The device was returned to olympus for inspection, and the reported failure was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: rx module failure. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: it is assumed that the failure of the rx module caused the event reported. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device had e222 error during service / maintenance. There were no reports of patient involvement.